Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient presented to the clinic on (B)(6) 2021 where more episodes of ventricular lead noise. The lead noise was reproducible with isometrics. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device follow up, it was noted that there was multiple episodes of noise detected on the ventricular lead. This was causing over-sensing on the lead as well. The lead noise wasn¿t reproducible with isometrics preformed. The physician elected to monitor the patient with routine follow ups. The patient did not suffer any consequences.

Event description:
New information notes that the patient presented remotely with additional alerts for right ventricular lead noise. The noise was found to be reproducible in clinic with isometrics. No intervention was performed at this time. The patient was stable throughout.

Event description:
Related manufacturer reference number: 2017865-2022-09163. New information notes that the patient's right ventricular lead and right atrial lead were both capped and replaced on (B)(6) 2022 due to oversensing of lead noise. The patient was stable throughout.